Manufacturer narrative:
The autopulse platform (sn (B)(6) involved in the reported complaint will not be returned for evaluation because the customer was able to clear the user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The root cause for the ua45 error was due to the driveshaft not being at "home position". The customer tested the autopulse platform, and the platform functioned as intended. Per the customer, the platform is back in service. Therefore, service was not required to be performed by zoll. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
The customer reported during patient use, the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) after performing some compressions. The driveshaft is not at the home position. He tried resetting it according to the instructions to return the driveshaft to the home position, however, when the driveshaft gets to 0000, the slot is at the 7 o`clock position instead of 12. The crew switched to manual CPR immediately. No impact or consequence to the patient. The customer called back and stated he was able to get the error cleared.